Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was in the electronic medical record (emr) software but not shown on medbank myqlink (myql). The technical support specialist (tss) checked in medbank myqlink (myql) and confirmed the medication was not listed in the patient¿s medication order, though customer stated it was in the emr pcc. The tss contacted customer and explained that the order appeared to have come through later than expected. The customer agreed and suspected an incorrect entry on their side, committing to follow up with the facility. Further investigation with customer revealed a timing issue: the nurse attempted to pull the item before pharmacy approval.

Event description:
It was reported that when using the bd pyxis¿ medbank tower medication was not on the profile and it was in the emr software but not showing in myql. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.